Event description:
A report was received indicating a antegrade (transeptal approach) transcatheter aortic valve replacement (tavr) procedure was aborted. The physician was unable to deploy the sapien valve and therefore he advanced a snare through the vein, and pulled the valve down to right femoral vein (rfv) and removed it. The cutdown was closed and patient left in stable condition.

Manufacturer narrative:
Difficulty crossing via the indicated transfemoral approach may be due to anatomical factors or incomplete balloon aortic valvuloplasty (bav). In most instances this resolves with routine troubleshooting maneuvers. In severe cases the device will need to be retracted and removed from the patient through a surgical cutdown. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. In this case, the sapien valve was crimped on a non-edwards balloon catheter and used off-label via an antegrade, transeptal approach. The physician was unable to cross the native aortic valve via this approach and had to remove the entire device through a cutdown in the rfv. The safety and effectiveness of the edwards sapien transcatheter heart valve via transeptal delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. No further action is possible at this time.